Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during as laparoscopic hysterectomy procedure, the probes are getting hot very fast (compared to when used earlier) and the tissue pad is falling off very soon (within 20-30 minutes during the use). The device from the same batch when connected and used with the generator is functioning normally. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 12-12-2016. Additional information received: what part of the device was getting hot very fast? The active blade, lower jaw was getting very hot how was it determined that the device/blade tip was hot (or getting hotter)? Was there any burn to the patient or to the user? On visualizing the unusual smoke during activation, the surgeon immediately took the probe outside and on checking outside with wet gauze on the active blade it was found that the blade was unusually very hot and did not cause any burn to the patient as the surgeon took safe action by removing the probe outside the patient well in advance. Did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the groove) the tissue pad became soft and got detached from the upper jaw very easily. Or did any part of the tissue pad detach from the clamp arm and fall off? The tissue pad became soft and on trying to clean with a gauze piece, the tissue pad got detached. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No. The surgeon did not activate the device with jaws closed ( the device activated with tissue in the jaw).